Manufacturer narrative:
(B)(4).   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display.  The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that water had infiltrated the device. Physio opened the device and observed multiple components that were corroded due being exposed to water. The customer was provided with a replacement device.